Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they started getting sick and was hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer's blood glucose level at the time of admission was over 400 mg/dl almost close to 500 mg/dl. The customer had been throwing up, aching all over, and that everything appeared to be bright. The customer was wearing the insulin pump at the time of the hospitalization. The customer was given an insulin drip while she was in the hospital. Troubleshooting was performed on the insulin pump and the insulin exited without incident. It was noted that their diabetic doctor had changed the insulin amount on the insulin pump. The customer also reported that the bolus history did not display all entries based on their recollection. The customer was sent a tubing clamp to perform the no deliver test. The device will not be returned for analysis.